Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/25/2021. H.6. Investigation: three samples were returned by the customer. It was reported that there are issues with the IV extension sets not flushing. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml syringe and attempted to be flushed with at least 10 ml of a methylene blue/water mixture. Two of the sets were able to be flushed, therefore, the failure was unable to be replicated in these samples. One set was unable to be flushed. After multiple attempts to flush this set, the set was eventually able to be flushed. The customer complaint can be verified. A device history record review for model 20035e lot number 20056944 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20056944 regarding item #20035e.

Event description:
It was reported that 6 inch hep lock ext set was not flushing. The following information was provided by the initial reporter: material no: 20035e, batch no: 20056944. It was reported that there are issues with the IV extension sets not flushing. Verbatim: some of our departments are experiencing problems with bd # 20035e smartsite extension tubing (smallbore). They report: ¿when the saline flush is attached the line will not flush. They said it is not engaging/depressing the blue piece.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 inch hep lock ext set was not flushing. The following information was provided by the initial reporter: material no: 20035e, batch no: 20056944. It was reported that there are issues with the IV extension sets not flushing. Verbatim: some of our departments are experiencing problems with bd # 20035e smartsite extension tubing (smallbore). They report: ¿when the saline flush is attached the line will not flush. They said it is not engaging/depressing the blue piece.¿